Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that sensing myopotentials were observed. Turning off the low-frequency attenuation filter (lfa) was suggested. The patient was stable.

Event description:
New information notes that the low frequency attenuation filter was turned off.